Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -7.0/0.5/160 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H6: device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (over 45yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).